Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 560 mg/dl. Customer¿s current blood glucose level 295 mg/dl. Customer experienced the symptoms like nausea, vomiting, abdominal pain difficulty in breathing. Customer stated that they received motor safety circuit failure alarm. Customer also stated that the received spi to motor pic communication error. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.